Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 plus ventilator locks up at 6 pictures screen during power up. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation; however, the reported issue could not be confirmed. No fault was found.